Event description:
Event description guidant received information that this device was explanted with no specific allegation against the device. The device was returned to guidant as part of our standard process.